Event description:
It was reported that the hub separated with the shield while using bd ultra-fine¿ 3/10ml insulin syringe. This occurred once and no patient impact was reported. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about needle/shield separation from the barrel.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separated with the shield while using bd ultra-fine¿ 3/10ml insulin syringe. This occurred once and no patient impact was reported. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported about needle/shield separation from the barrel.

Event description:
It was reported that the hub separated with the shield while using bd ultra-fine¿ 3/10ml insulin syringe. This occurred once and no patient impact was reported. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about needle/shield separation from the barrel.

Manufacturer narrative:
H6: investigation summary customer returned images of a single 0.3ml syringe with no pouch for identification. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 0167556. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.